Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 23 (post-reset ram crc alarm). The customer experienced hyperglycemia with blood glucose value of 450 mg/dl. The customer reported hyperglycemia was treated with manual syringe/manual injection and insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-342, mmt-431ag, mmt-1884, mmt-7040ma. Troubleshooting was performed. The customer was able to clear the error and complete the rewind process. The pump was recently stored, without a battery for more than 8hrs. The customer reported receiving a rewind request after an alarm or being unable to exit load reservoir process. The customer completed the rewind and load reservoir process successfully. The customer requested assistance with pump programming. Assisted customer with requested programming. The customer reported a loss of communication between the transmitter and the pump. The transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter. The transmitter blinked when attached to the sensor and began communicating. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-342, mmt-431ag, mmt-1884, mmt-7040ma.